Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin squirting out during the manual prime process. The customer's blood glucose value was 327 mg/dl. The customer was able to complete the rewind. Customer stated they did not received 2nd series of beeps nor did numbers appeared on the screen. The device will be returned for analysis.